Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial ingrowth in the left eye (os) post treatment. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient's chief complaint was of halos, glares, and shadows. The patient's comments was of blurred vision on the left eye. Patient reported symptoms are not interfering with daily activities. Pre-op (bcva) from (B)(6) 2015: right eye pre-op 20/20 -2.75 x -1.25 x 105, left eye pre-op 20/20 3.25 x -1.50 x 65. Post-op (bcva) from (B)(6) 2019: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x -.25 x 90.

Manufacturer narrative:
Correction: in initial report, the pre-op measurements were listed, however, were inadvertently reported incorrect as it should have indicated the following: pre-op (bcva) from (B)(6) 2015; right eye pre-op 20/20 2.75 x -1.25 x 105; left eye pre-op 20/20 3.25 x -1.50 x 65. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.